Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician cleaned the shunt valves as well as the vacuum valves but without success. The technician exchanged the shunt valve. The unit was tested to factory specifications. All tests were performed successfully. The defective valve was requested for investigation. After the investigation results become available a final medwatch report will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during preventive maintenance the hcu40 displayed the error message "water flow too low" the incident occurred during the cleaning mode stage. There were no patient involved. (B)(4). (B)(6).

Manufacturer narrative:
The defective shunt valve was requested by the manufacturer for further investigation. The shunt valve did not arrive in its original condition to (B)(4). Therefore no investigation can be carried out since the shunt valve is disassembled.

Event description:
(B)(4).